Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the ventricular leadless pacemaker (lp) got caught on tissue and was stretched. The lp was removed. There were no patient consequences.